Event description:
Litigation papers allege: on or about (B)(6), 2009, patient was implanted with a depuy pinnacle mom implant on his left side. Implant released metal ions and particles to be released into patients blood. Patient has experienced severe pain, discomfort, and inflammation in his left thigh and hip area, as well as his groin. Patient also experienced episodes of a grinding and popping sensation in his left hip. Patient underwent revision surgery on (B)(6), 2010. It was noted that metallic debris and metallosis were present.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update - (B)(4) 2012 - medical records were received from legal. The complaint was reopened because part/lot information was identified. The revision operative report indicated chronic dislocation. There is no new information that would change the existing MDR decision. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
**Update** (B)(4) 2012 - medical records were received from legal. The complaint was reopened because part/lot information was identified. The revision operative report indicated chronic dislocation. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information to original event description: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocation. There was no mention of metallosis or debris as previously alleged. The stem is being added for the alleged high metal ions (no lab provided). Operative notes indicated previously hardware (plate and screws), at this time the maunfacturer of this hardware is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).